Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Bayer product analysis received and examined the returned injector head and pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: as the staff was preparing the mark v provis injection system (serial number (B)(4)) for a procedure, the injector head disengaged from the overhead counterpoise system (ocs ii) and fell to the floor. No injury or adverse event was reported.